Manufacturer narrative:
Device passed displacement test and self test. The audio tones or beeps functioned properly. However, pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had audio anomaly and hardware low level failure. Customer's blood glucose level was unknown at the time of incident. Customer was able to clear the alarm. Customer stated that the insulin pump did not pass the self test for the error. Customer also stated that the insulin pump did not vibrate during the vibrate test portion of the self test. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.